Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged to 3.83 volt in one cycle. The battery depletion and sleep current were within the expected range, 7.63 mv and 82 ua respectively. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The ipg passed all functional tests. However, visual inspection found a puncture on the case and internal visual inspection found liquid intrusion. Case puncture is typically caused by surgical tools during the explant procedure. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged to 3.99 volt in one cycle. The battery depletion and sleep current were within the expected range, 8.54 mv and 95 ua respectively. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The ipg revealed no anomalies.

Event description:
A report was received that the patient's two ipg could not be charged. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial/lot #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient&#38112;two ipg could not be charged. The patient underwent an explant procedure. Device malfunction was suspected.